Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: buckling and deformation of the sheath caused an increase in the sliding resistance of the stylet. The buckling and deformation of the sheath is thought to have occurred due to bending loads applied to the insertion part when it was removed from the tray or inserted and removed from the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
The customer reported that while an olympus single-use aspiration needle, the first puncture revealed that the probe was not smooth and had very high resistance. There was no patient harm reported as a result of this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.